Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." The omnipod¿s user guide warns, "only use freestyle test strips and freestyle control solution with the system. Using other brands of test strips and control solutions with the system can produce inaccurate results."

Event description:
The patient reported at 1:35 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). She was vomiting so she went to the hospital where she was diagnosed with diabetic ketoacidosis (dka). Her bg (blood glucose) was reading at 678 mg/dl at the hospital and they placed her on an insulin drip. It was noted that the customer has not been using regular freestyle strips and instead has been using freestyle lite strips since using the omnipod device.